Event description:
The catheter required replacement after being fractured during a scoliosis surgery. Two days later, the pt presented with signs of an infection of the device system. These included elevated temperature and incisional oozing. The pt was diagnosed with serratia marcescens. The back wound was explored and debrided in 10/2004. The pump and catheter were removed 2 days later. The pt is reported to be recovering on antibiotic therapy.